Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that adaptivestim had been problematic for the patient because he would find a comfortable level and then it would jump to a different pre-programmed level. The patient asked for assistance with disabling adaptivestim and was able to do so. The problem ¿had been going on for quite some time,¿ and the day prior to the report the patient was having problems during a plane ride. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.